Event description:
Customer's sister reported hospitalization due to high blood glucose. Caller stated that the insulin pump failed and this is the third or fourth time. The blood glucose reading at the time of the event was 400 mg/dl. Customer was nauseated and ketones. Diagnosed diabetes ketoacidosis. Customer admitted into ICU. Customer requested a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube window, cracked battery tube threads and minor scratches on the display window.